Event description:
Medtronic received information that following the implant of this mechanical valve in a pediatric patient with a single ventricle and low heart function, the valve leaflet did not move properly. Eighteen days following implant, the valve was explanted and replaced with a non-medtronic valve. Upon explant it was noted that thrombus had adhered to the valve. The explanting physician stated that the medtronic valve was possibly too large and that there was no allegation against the valve.

Manufacturer narrative:
Analysis: the product was returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, histopathology examination confirmed the deposited material on the leaflet inflow and outflow surfaces was unorganized fibrin thrombus. Leaflet motion was inhibited by the presence of this material. There was no evidence of infection in the sections examined. The valve was visually inspected with no as-manufactured anomalies noted. The valve was cleaned for testing and analysis. Functional testing of the valve confirmed the leaflets met specifications for motion and contact area, and the valve subassembly could be rotated in the sewing ring. The valve also met dimensional and engineering specifications. Conclusion: reduced performance of the valve is attributed to thrombus. This finding is generally considered a patient-related condition. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.